Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged the patient had extreme drowsiness and blood glucose levels between 250 and 450 g/dl. It was alleged that an inaccurate delivery issue and begun on (B)(6) 2016. During troubleshooting, it was noted that the basal histories don't match. The pump is not delivering the basal as programmed. The patient required no unusual treatment and has discontinued pump use. This complaint is being reported as the delivery issue may have contributed to the hyperglycemia.